Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating that there was a monitor alarm failure. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone #: (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a configuration error. The customer was guided on setting up alarm lock settings according to the user manual. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.